Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation all over her body. The rash was thought to have been caused by a new medication that the patient was taking, and was made worse by the lifevest. The patient's doctor instructed the patient to take benedryl and use a cream on the rash. Follow- up indicated that the rash was still present.